Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. There was no harm caused to the patient and no medical intervention was required. There was a repeat procedure performed. There was nothing unusual about patient or procedure and an endoscopy was performed prior to bravo procedure and the esophagus appeared to be normal. No other known adverse events were reported.

Manufacturer narrative:
Investigation summary: the bravo ph capsule and delivery system was not returned for investigation. Device analysis could not be performed. A root cause for the failure to attach was not confirmed. A review of the device history record indicating that the product was released meeting finished product specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is based on information from the complaint tracking system. No product was received at medtronic. This device has been used in the treatment or diagnosis of a patient. The customer reported that a bravo capsule failed to attach. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. No corrective action is required, because no failure mode was identified, since the product was not returned. This unit does not meet the requirements for a manufacturing or service failure therefore; a device history review or service history review is not required. If information is provided in the future, a supplemental report will be issued.